Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast surgery with a 500cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) and a rupture on the right side post-operatively, which was confirmed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 18, 2022, mentor became aware of additional information regarding the device date of explant. The date of explant is (B)(6) 2022. On april 05, 2022, the mentor failure analysis lab has received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, it was noted that in section b5-event description from the initial MDR report submitted on february 11, 2022, the incorrect breast prosthesis volume was mentioned. The volume of the breast prosthesis reported was "500cc" when it should have been "550cc". Manufacturer¿s reference number: (B)(4).on b)(6) 2022, it was noted that in section b5-event description from the initial MDR report submitted on february 11, 2022, the incorrect breast prosthesis volume was mentioned. The volume of the breast prosthesis reported was "500cc" when it should have been "550cc".

Manufacturer narrative:
On may 05, 2022, it was concluded that the initial reported device with serial number (B)(6) was not received. After multiple attempts to obtain details regarding the product received, mentor has updated the device information to the device that was returned to be analyzed. The device serial number has been updated from (B)(6) and lot number from 7282092 to 7288997. A manufacturing record evaluation (mre) for device with lot number 7288997 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 550cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).